Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected found the universal serial bus (usb) connector disconnected from the printed circuit board. Due to the condition of the device, the data log was unable to be downloaded. Evaluation of the damaged device confirmed the reported event of an overheating receiver. The root cause was determined to be a damaged usb connector dislodged from the printed circuit board.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report the receiver was hot while in his pants pocket on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.